Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380134m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (female) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed. There was a small pericardial effusion discovered on ice, in the beginning of the procedure. A "snapshot" was taken of the pericardial effusion in the beginning of the procedure as well. The pericardial effusion was confirmed by comparing the "snapshot" taken at the beginning of procedure, with the image on ice, and it was confirmed that the pericardial effusion had increased in size. The medical intervention provided was a pericardiocentesis and 160 cc of fluid was removed. The patient was reported to be in stable condition. The event was observed during the ablation while using biosense webster products. The physician believes that the event occurred while going transeptal (not while using biosense webster, inc.). They did remove some blood but the event did not require surgical intervention. Patient recovered and is doing well. No extended hospitalization was required. Ablation parameter were not provided.